Event description:
Allegedly the patient was revised due to mom complications and high cocr levels.

Manufacturer narrative:
Additional information received 09.24.2018. To indicate corrosion of the modular femoral neck. Information and codes were adjusted as needed.

Event description:
Allegedly the patient was revised due to mom complications and high cocr levels. Additional information received 09.24.2018. Left side. Gender. Corrosion.